Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 549 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital and treated with insulin drip. Troubleshooting was performed and all settings appeared to be normal. No further information was provided.